Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) trial implantation procedure. Following the procedure, the patient experienced multiple symptoms, including discomfort, chills, severe headache, chest soreness and heaviness, a sensation of a pounding or heavy heart rate, and pressure in the right shoulder, neck, and along the spine. In response to these symptoms, the patient turned off the stimulation, which resulted in partial symptom relief. However, the patient subsequently reported right sided cramping and shocking sensations. Additionally, the patient noted an absence of stimulation coverage on the left side, accompanied by increased pain involving the left jaw, back, and extending down the arm. The patient reported that stimulation coverage was present only on the right side. Over time, the patients condition worsened, including difficulty breathing and weakness in the spine and legs. As a result, the patient presented to a medical facility, where the trial leads were removed prior to the scheduled removal date. Following lead removal, the patient reported immediate improvement, including restoration of sensation in the spine and legs. According to the physician's assessment, the case was considered clinically complex. From a technical perspective, lead placement was reported to be more straightforward than expected. The patient was initially discharged within the standard timeframe; however, difficulty coping with the presence of the trial leads was noted. The explanted trial leads will not be returned for analysis, as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 7096282 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4).